Event description:
There was a "1cm cut to soft pallet of mouth." "Ent surgeon had to come and place sutures. Blood loss from laceration was 200ml." "1 hour delay for next case." Other details: "patient was being waken up from a femoral popliteal bypass. Crna states there was a sharp "teeth" on the end of tip upon inspection."

Manufacturer narrative:
Unfortunately, there was no product sample available for evaluation. However, samples of the current production process were reviewed and no problems related to the issue reported were found. The device history record for the lot reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. In addition, we reviewed the yankauer suction subassembly and no problems related to the issue reported were found. Our manufacturing process was reviewed and no problems related to the issue reported were found. Without the product sample, it is not possible to determine the root cause of the problem reported.